Event description:
It was reported that during an injection of cement for kyphoplasty, the 9900 system had a communcation error. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The gib and ffb boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.